Event description:
Event description boston scientific received information that noise on the rate/sense portion of this implantable defibrillation lead led inappropriate detection and inhibition of pacing in a pacemaker dependent patient. The noise just started within the last couple of months and was reproducible with isometric exercises.